Event description:
It was reported that, "both drill bits broke and left in the callcaneous. Sales rep will return part of drill bit that broke off."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.